Manufacturer narrative:
The reported 2.8mm q-fix all suture anchor device, intended for use in treatment, was not returned for evaluation. A relationship between the product and reported incident cannot be established as the product was not returned. Without the reported product a visual and functional evaluation cannot be performed and customer¿s complaint cannot be confirmed. From the information provided, ¿device had just expired a couple weeks before the implantation.¿ an exact root cause cannot be determined without evaluation of the device.

Event description:
It was reported that the device had just expired a couple weeks before the implantation. No patient injuries reported. As per reporter there were no issues with the patient or the implementation at this time.